Event description:
It was reported that during a da vinci hysterectomy procedure, an error message was observed on the screen and the endowrist one vessel sealer instrument would not close. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's knife blade was exposed (out of the garage). The blade was slightly bent at two locations, the two sharp edges were pointing in opposite directions and the interface of the cable rod and the back end of the knife. It was concluded that the damage to the blade was likely due to the blade did not retract back into the garage during use, since there was no evidence of excessive debris. The instrument installed on an is3000 system failed a self-check test. The instrument blade could not be placed back into the garage because the blade was bent. The blade had to be extracted to allow for replacement back into the garage. The motor would not rotate. The instrument had zero uses remaining. Additional failure analysis also found that the instrument's tissue dam exhibited gouge marks near the back end of the jaw electrodes. It was concluded that the damage to the tissue dam could have been caused by another instrument making contact with the endowrist one vessel sealer instrument during use or the knife blade hitting the tissue dam while attempting to retract back into the garage. There were no missing pieces found; however, there were pieces of plastic hanging loos in between the grips. Additional functional testing of the instrument found that the knife blade retracted back into the garage using some force and the instrument passed recognition and engagement testing on an in-house is3000 system. The instrument was driven and moved intuitively in all directions and successfully fired the knife blade on multiple attempts with no blade exposed error messages generated. Review of the site's system logs showed that during the surgical procedure, the instrument had three incomplete cuts throughout the procedure. There was also a blade jam error generated later in the procedure.